Manufacturer narrative:
All buttons functioning properly, however, corroded keypad traces were found. There was no button error alarm during testing and no ramping numbers noted on the display. The pump was received with a cracked battery tube thread, a cracked reservoir tube lip, a cracked case near the display window corner, and minor scratches on the display window were noted.

Event description:
The customer's parent reported via phone call that the customer had a button error alarm on the insulin pump. Caller stated that he was just holding the pump and entering the customer's blood glucose when the up button got stuck and kept scrolling. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.